Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a non -pacemaker dependent patient presented during the follow-up. Increased pacing capture threshold and decreased r-wave amp were noted. Physician decided not to performed fluoroscopy. The physician will consider rv revision. The patient was well. Next follow-up revealed increased pacing capture threshold and decreased r-wave amp, but with slightly different measurements. The physician will continue to monitor the patient with a routine follow-up. The patient was fine.